Event description:
The physician who performed an omni procedure reported that the advancement wheel jammed while performing the trabeculotomy procedure and the catheter could not be withdrawn. The catheter detached from the hand piece and remained in the schlemm's canal. The detached catheter was removed using micro forceps.